Manufacturer narrative:
Heartsine's investigation was unable to determine the root cause of the reported fault. No fault was found on the sam 350p or returned adult pad-pak during the investigation. The device was found to accurately measure impedance throughout the specified range, even after the stress of elevated temperature. No continuity issue was identified on the patient output and battery cables and no fault was found on the pogo-pins that would have resulted in an impedance detection or power-on issue. The device delivered the full shock therapy sequence without fault using the returned adult pad-pak and the device recorded ECG data accurately without noise or other abnormalities. The clinical review conducted was unable to determined if the device performed to specification as the pads were not placed and there is no clinical data. The device will be retained by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device failed to function with 2 separate pad-paks during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted heartsine to report that their device failed to function with 2 separate pad-paks during a patient involved event. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event is deceased.